Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported keyboard test failure. There was no patient involvement. The support service performed an evaluation and confirmed the reported problem. The support service replaced the gui assembly (graphic user interface) to resolve the reported issue. The unit passed performance specification and testing following repairs.